Manufacturer narrative:
One 72202468 fast fix 360 curved needle delivery system device was used for treatment but was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent twisting triggering deployment ring during removal from packaging. Use inconsistent with IFU recommendations. Inadvertent twisting or bending of the delivery needle. Incomplete needle penetration through meniscus. Difficulty with reaching the desired tissue location. Entanglement with other instruments or devices. Inadequate tissue conditions. Product met specifications upon release to distribution. Complaint history review found regional reports for this lot.

Event description:
It was reported that the device had a t2 pre-deployment. It is unknown whether there was a backup device or delay in the procedure. No patient injury was reported.

Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices returned that were used for treatment. The complaint stated: ¿t2 pre-deploy.¿. Both devices show signs of use. T1, t2 and suture were only returned for one device. Which device was unknown. The anchors had been cinched. There was an unusual loop and knot adjacent to t2 at the body of the anchor. This is not conducive to seating the implant. The depth limiters were attached. The delivery needle of one device appears normal. The device cycled and actuated as expected. The other device¿s needle delivery curve has been greatly accentuated. The deployment mechanism was cycled but required assistance to retract back to position. The conditions align with difficulty in reaching intended anchoring location. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the devices was confirmed. Products met specification upon release to distribution. This report is related with the MDR 1219602-2019-00822.

Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices returned that were used for treatment. The complaint stated: ¿t2 pre-deploy.¿ both devices were received as (B)(4). Complaint reference tab listed (B)(4) which was later confirmed to be device #2. Results were shared with both complaints. Both devices show signs of use. T1, t2 and suture were only returned for one device. Which device was unknown. The anchors had been cinched. There was an unusual loop and knot adjacent to t2 at the body of the anchor. This is not conducive to seating the implant. The depth limiters were attached. The delivery needle of one device appears normal. The device cycled and actuated as expected. The other device¿s needle delivery curve has been greatly accentuated. The deployment mechanism was cycled but required assistance to retract back to position. The conditions align with difficulty in reaching intended anchoring location. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the devices was confirmed. Products met specification upon release to distribution. This report is related with the MDR 1219602-2019-00822.